Manufacturer narrative:
Upon follow up, the customer¿s other parent stated that the customer had not ever been hospitalized. However, further clarification regarding the conflicting reported information could not be obtained as neither contact provided any further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 400-600 mg/dl with low ketones. Contact reported that the event caused the customer to become hospitalized but did not confirm or verify any details regarding the hospitalization event. The customer administered manual injections to treat bg. The contact alleged that the pump was not delivering insulin. Although requested by tandem technical support, the customer was unable to perform a system check. Reportedly, the customer reverted to manual injections for insulin therapy.